Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was crosstalk present, it appeared that the ventricular channel was sensing the atrial evoked signal after pacing. Reprogramming was suggested. There was no report of adverse events for patient.